Manufacturer narrative:
The device is undergoing an evaluation, but has not yet been completed. As a result of a recent FDA inspection, we have strengthened our MDR reporting procedure. Consistent with this, we are retrospectively reporting this initial medical device report.

Event description:
Inability to visualize the first few millimeters of biopsy needle insertion. Investigation in-process.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see section h3), update the event problem and evaluation codes (see h6), and provide the investigation results. This is not a potential safety issue of the system performance, since the system demonstrates the proper position of the needle. The biopsy guides are in alignment when the biopsy procedures are performed correctly. The biopsy needle size must match the civco attachment size. An 18 gauge needle must be used with the 18 gauge needle attachment otherwise there is too much "play" in the guidance provided by the biopsy attachment. When this occurs, the needle trajectory does not stay within the path designated on-screen. The use of very thin biopsy needles in larger size biopsy needle guides can cause needle deflection as seen in the submitted complaint and demonstrated in the studies provided. As stated in the vc30 instructions for use - 5 transducer accessories and biopsy, biopsy (puncture) guideline function; "warning: percutaneous procedures always involve heightened risk to the patient and to the operator handling biopsy needle guides. Clinicians using siemens recommended biopsy devices under ultrasound guidance should be trained and must observe proper needle insertion sequencing with the needle guide in order to avoid undue discomfort and unnecessary risk and injury to the patient. Warning: the biopsy guidelines that display on the system monitor are not intended as an absolute reference. It is the user's responsibility to verify correct positioning of the needle during a biopsy or puncture procedure."

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00122) submitted in 2016 did not go through correctly. Additional information was received and it was reported that the customer does not feel the 9l4 biopsy needle is operating correctly. The customer stated that there is a dead zone where the needle cannot be visualized. Multiple attempts were made to the user facility to obtain additional information regarding the patient outcome but with no results.

Manufacturer narrative:
This supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00122) submitted in 2016 did not go through correctly. Correction: correct the brand name of the device (see section d1), correct the date received by manufacturer (see section g3). Additional information: additional event information (see section b5), update the device available for evaluation (see section d10), update the manufacturer's contact information (see section g1), provide the PMA/510(k) information (see section g5), update device evaluated by manufacturer (see section h3), and provide evaluation codes (see section h6), provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; however, the images were reviewed and showed that the needle was noted to be traversing above the needle guide line of the thyroid biopsy.